Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cobra grasper instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The root cause of the broken pitch cable is attributed to a component failure. A review of the instrument log for the cobra grasper instrument was performed. Per the logs, the device was not used on the reported event date of (B)(6) 2020 which indicates the issue was identified prior to use. The instrument was last used on (B)(6) 2020 on system (B)(4). The cobra grasper had 4 uses remaining after the last use. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no patient harm or injury, the reported failure mode identified during failure analysis could potentially cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, a broken cable was noted. There was no report of patient involvement.